Event description:
The instructions on the drive lift are very confusing and this poses a safety hazard. They appear to have been translated from a foreign language. The parts are not clearly labeled in a diagram. It is unclear how to use the product safely. Clearer instructions with diagrams and/or a youtube video would aid in understanding safe use. Refer to add'l documents in i2k.